Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information indicated that ble telemetry was restored via an interrogation of the icm in clinic and the application was successfully paired. There were no reported patient consequences.